Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Merit is unable to determine the root cause of the reported failure without the suspect device. No conclusion can be drawn. Actual device not evaluated. Process evaluation.

Event description:
The customer reported that the rotator broke during use. The customer also reported three additional events with similar tubing sets. Reference report numbers below. No harm or injury was reported. This is one of four reports for this complaint: 1721504-2011-00327, 00329, 00330.